Manufacturer narrative:
Manufacturer's reference number: (B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation with a preface sheath where the hemostatic valve became separated. The returned device was visually inspected, and was found in good condition. No damage was observed. A lab sample syringe filled with water was attached to the stopcock, the distal section was clamped, and pressure was applied to the unit. No leakage was observed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
We are working on the device history record (DHR). Once we get more information, it will be submitted in a supplemental. Concomitant products: thermocool smart touch bidirectional, catheter, model # d-1348-05-s, lot # 17648433l manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a preface sheath where the hemostatic valve became separated. During the procedure, blood was noted leaking from the sheath, and the hemostatic valve was found separated. It is not known if the detachment was partial or total. The sheath was replaced, and the case continued with no patient consequences. Also in use during the case was a thermocool smart touch bidirectional sf catheter, which presented with a deflection issue. The catheter could not deflect towards the d curve, so it too was replaced. Deflection issues render the catheter unable to deflect or relax completely, meaning the user will not be able to use the device and will have to replace it. The potential that this could cause or contribute to an adverse event is remote. This is not an MDR reportable event. However, a separated hemostatic valve increases the potential for significant bleeding or air embolism, which may require additional intervention to prevent an adverse event. As a result, this is an MDR reportable event.

Manufacturer narrative:
On 7/21/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, the manufacturing/expiry dates of the device were received. The appropriate fields have been updated accordingly. Manufacturer's reference number: (B)(4).